Manufacturer narrative:
Retain testing was performed to confirm the reactivity of the jkb antigen. Results of retain testing were satisfactory. Account performed post-transfusion workup. Pre-sample was confirmed antibody screen negative and dat was negative also. Post-transfusion sample had a negative antibody screen and microscopically positive dat. Hosp does not perform elutions and antibody indentification so samples were sent to a reference lab where anti-jkb was identified. Pt was moved to a larger facility that uses mts gel and anti jkb was identified. Pt reported to be doing well.